Manufacturer narrative:
Novocure's medical opinion is that a contribution of the transducer arrays to the skin inflammation/irritation that required medical intervention cannot be ruled out. Contributing factors for a non-healing skin reaction in this patient include concomitant bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications, source bevacizumab prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 61-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2021. On (B)(6) 2024, novocure was informed that the patient temporarily discontinued optune gio therapy due to skin issues, starting about two weeks prior. The skin was treated with topical antibiotics (neomycin / polymyxin b / bacitracin), the sores reportedly showed mild improvement. Therapy was resumed on (B)(6) 2024. On (B)(6) 2024, the patient's spouse informed novocure health care professional (hcp) recommended taking a one-month treatment break due to sores on the right side of the head where the patient had surgery. The patient temporarily discontinued optune gio therapy, there was no report of medical intervention. On (B)(6) 2024, a medical record was received. Patient presented for oncology follow-up on (B)(6) 2024, prior visit was on (B)(6) 2024. It was noted that the patient continued to have non-healing sores on the scalp related to optune gio use. This occurred despite a three-week temporary discontinuation of therapy in (B)(6)2024 and the use of prescribed doxycycline hyclate (oral) and topical antibiotics. Prior attempts to resume optune gio therapy on two occasions resulted in worsening discomfort, with the sores becoming painful within three days each time. The physician noted the patient had slow-healing scalp-sores with tenderness to palpation, but no erythema, drainage, or signs of infection. The physician advised the patient to remain off therapy until the next planned follow-up visit, within three weeks time. Patient did resume optune gio therapy again. The prescribing physician was contacted for further details with no reply.